Manufacturer narrative:
Due to additional information received, this supplemental report is being filed for the updated fields: describe event or problem (b5), in section b - adverse event/product prob, patient codes (f10 and h6) in sections f - for use by uf/importer and section h - device manufacturers only. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available since the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported a pericardial effusion (pe). The procedure was cancelled. During a watchman procedure, a versacross connect for laac kit was selected for use. Intracardiac echocardiogram (ice) imaging revealed there was not a pre-existing pe. After femoral vein access, transseptal puncture (tsp) was performed with no issues reported and a watchman access sheath (was) was advanced into the left atrium (la). A 24mm watchman flx pro delivery system and closure device (wds) was advanced, deployed, and implanted using a withdrawal technique. Hypotension was noted after closure device implantation, which had been an issue noted by anesthesia for an amount of time but now required multiple medications as interventions. Ice revealed a pe near the right ventricle (rv), and a contrast injection was performed on the closure device which showed no obvious pe coming from the left atrium appendage (laa). A pericardiocentesis was performed and the bleeding was never able to be contained. Protamine was given immediately to reverse the heparin given during the procedure, and at that time the activated clotting time (act) was 288. Over the next 90 minutes, 600ml of blood was withdrawn from the pe and auto transfused. The procedure was converted to an open sternotomy cardiac surgery to investigate the continuous bleed. The patient was hospitalized beyond standard of care. The device is not expected to be returned for analysis. No pe was noted prior to the procedure. The patient was not under warfarin nor antiplatelet drug at the time. It was further reported that there was a perforation of la and cardiac tamponade. The versacross device was not inside the patient body at the time of blood pressure drop. In the physician's opinion, there were no malfunctions or contributions from versacross device to the adverse event. Act was therapeutic. The patient has been discharged to a skilled nursing facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. A good faith effort to obtain the information is in progress, but it was not available as of yet.

Event description:
It was reported a pericardial effusion (pe). The procedure was cancelled. During a watchman procedure, a versacross connect for laac kit was selected for use. Intracardiac echocardiogram (ice) imaging revealed there was not a pre-existing pe. After femoral vein access, transseptal puncture (tsp) was performed with no issues reported and a watchman access sheath (was) was advanced into the left atrium (la). A 24mm watchman flx pro delivery system and closure device (wds) was advanced, deployed, and implanted using a withdrawal technique. Hypotension was noted after closure device implantation, which had been an issue noted by anesthesia for an amount of time but now required multiple medications as interventions. Ice revealed a pe near the right ventricle (rv), and a contrast injection was performed on the closure device which showed no obvious pe coming from the left atrium appendage (laa). A pericardiocentesis was performed and the bleeding was never able to be contained. Protamine was given immediately to reverse the heparin given during the procedure, and at that time the activated clotting time (act) was 288. Over the next 90 minutes, 600ml of blood was withdrawn from the pe and auto transfused. The procedure was converted to an open sternotomy cardiac surgery to investigate the continuous bleed. The patient was hospitalized beyond standard of care. The device is not expected to be returned for analysis. No pe was noted prior to the procedure. The patient was not under warfarin nor antiplatelet drug at the time.